Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd syringe with luer-lok¿ tip was bent. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: customer reported that syringes are bent.

Manufacturer narrative:
Investigation: one photo and multiple product samples were returned to our quality engineer for investigation. Through visual inspection, barrels and plungers were observed to be bent. A device history was performed and found no no-conformances related to the reported issue during production of batch 1808050. Product routinely undergoes both visual and functional testing throughout the manufacturing process to avoid any defects. Based on the available information and our review of production and inspection records establishing that all production and quality processes were carried out normally, we are not able to identify a root cause at this time.

Event description:
It was reported that bd syringe with luer-lok¿ tip was bent. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: customer reported that syringes are bent.